Manufacturer narrative:
No technical investigation of the used dialysis machine can currently be performed as the machine is locked by the technical department of the hospital.

Event description:
A female patient in (B)(6) expired while undergoing continuous renal replacement therapy (crrt) on a prismaflex machine. No additional information has been provided regarding this event.